Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "diplopia" (diplopia); "ghosting" (visual disturbances). Product problem(s): "none reported" (no info [iol (intraocular lens) implanted]). A surgeon reported a pt experiencing diplopia and ghosting following intraocular lens (iol) implant surgery. Additional info has been requested.